Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(6) that while connected to the patient and in use, a split in the line was noticed, treatment was stopped, the set was clamped off and then disconnected. A tear was seen around the blood pump section of tubing set. The machine in use at the time was inspected as a precaution and a new blood pump was fitted. There was patient involvement, but no injury or medical intervention was reported.